Event description:
Same as MFR# 6000093-2004-01195,01197. It was reported that the night after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. Three weeks ago the physician implanted a taxus express2 drug eluting stent in the right coronary artery (rca) of a pt. That night the pt had a temperature of 102. It was reported that the pt has no history of contrast or metal allergy. In addition, the pt had no other symptoms. The physician thought it was a possible infection at the IV site and treated the pt with tylenol and antibiotics and the temperature went down the next day. Two weeks after this event the pt received two more taxus express2 drug eluting stents, one in the left anterior descending artery (lad) and one in the circumflex (cx). However, that evening the pt had a temperature of 103.5. In addition, there was no elevation of wbcs and blood cultures came back negative. The pt was treated with steroids and the temperature resolved. No further complications or injuries were reported. Follow up visits revealed that the pt is doing fine and remains on plavix.